Event description:
Caller was implanted with a silicone breast implant in 1990. She started experiencing problems after a trauma of the chest. An MRI test reveals a rupture of the breast implant. Caller is awaiting explants of the device. Ref report: mw5168314.